Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check electrode belt and check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt, check therapy electrode alarm) was confirmed. Upon investigation, the electrode belt failed a fall-off test. The cause for the test failure and the reported alarms was isolated to an open white wire (driven ground) in the electrode belt trunk cable connector. The root cause for the open wire could not be positively identified. No adverse event resulted from the open driven ground wire. The pt received a replacement electrode belt.